Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. Clinical and procedural factors, including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery, are all factors that may contribute to that may have contributed to the reported event rather than the design or manufacture of the device. However, since the bleeding occurred during the use of the embotrap iii device, the correlating relationship between event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 22 mm (et309522/lot # unknown) was used for a mechanical thrombectomy to treat an occlusion at the m2 segment of the middle cerebral artery (mca). During the procedure, the user reported bleeding was found after device was deployed and pulled proximally. The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m2 for cerebral infarction. During thrombus retrieval, as the embotrap iii was deployed at peripheral and pulled proximally, bleeding was found. Post-procedure changes in the patient: unknown. Continuous flush was done. The lesion was middle cerebral artery m2. Other concomitant device is cat6 intermediate catheter (penumbra).¿ no further information was made available at the time of this review.